Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with ampulary dilation procedure performed on (B)(6) 2021. During the procedure, it was noticed that all three balloons would not hold pressure. Reportedly, the balloon was removed from the patient and a pinhole was found with water leaking out of it. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.